Event description:
Attorney reported: in 2005 - the pt underwent a hernia repair procedure with a non-recalled composix kugel mesh patch. Early 2007 - the pt developed severe abdominal pain, partial obstruction, significant amount of bloating and very large swelling painful mass through to be related to the mesh patch. The following month - the pt underwent surgery to have the mesh removed. The mesh was noted to be crumpled and stuck to loops of the bowel. The mesh was dissected free and removed and the bowel placed back into the abdominal cavity.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.